Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope presented horizontal stripes that appeared on the monitor image. The event occurred during a colonoscopy that was completed with the same device. There were no reports of patient harm.